Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection of the device confirmed the reported event as a portion of loop wire broke off of the device. Approximately 2.4mm of the loop wire was broken and not returned with the device for evaluation. Slight charred marks were observed on the resection posts at the distal end. The device inserted and locked into a test olympus working element with no issues. The evaluation was unable to conduct a functional test due to the broken loop wire. The user facility did not send in the associated high frequency cable or working element used along with the electrode for investigation. The cause of the reported event could not be determined, however, based on the evaluation results and similar reported complaints the most probable cause are as follows: the electrode loops are used to manipulate the surrounding tissue which can cause the loop wire to bend/break, electrical output settings on the electrosurgical generator are too high, and/or the loop wire comes in contact with metal material during activation which can attribute to thermal damage.

Event description:
Olympus was informed that the loop from the electrode completely broke in half and part of the loop fell off into the patient¿s bladder during a turp procedure. The device fragment was successfully retrieved from the patient. The esu was at the default settings of 200/cut and 120 coag. The intended procedure was completed using a similar device. No patient injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturers (OEM). The OEM performed the manufacturing and quality review for the device and affected lot number and revealed no deviations regarding the function and safety of the device. The DHR review revealed no abnormalities/non-conformities for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction and to update the following sections. The correct awareness date is (B)(6) 2017.